Event description:
A malfunction alarm was reported during the pumping process when the pump declared alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the issue persisted, so the customer was provided with a replacement pump. The customer will use an alternate method for insulin delivery, specifically multiple daily injections (mdi), while the replacement is shipped. Instructions were given to put the faulty pump into storage mode before returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.